Event description:
Dealer called and states that the end-user alleges that the upholstery is torn in the center of the seat.

Manufacturer narrative:
When cutting the seat upholstery, the worker has cut upholstery without caution and the ipqc did not notice this product. Advice workers in workshop, handling the product with due care, if notice some unusual cases, inform the leader and isolated suspected productions responsible person: (B)(4) date: (B)(4) 2015. Training the ipqc. Enhance the quality control. Isolated n.g products once find them responsible person: (B)(4) date: (B)(4) 2015.